Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. X-ray image was provided and screw fragment was identified inside the associated implant. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. B5: event description. D1: device brand name . D4: device catalog and lot number. D4: device expiration . D4: UDI . G4: date received by manufacturer. G5: additional 510k number. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that the abutment screw was fractured in the implant. The patient returned and the fragments were removed from the implant.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Email address unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the unknown 3i abutment screw was fractured in the implant. The patient will have to return to removed the fractured screw and place a new one.